Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown whether the patient underwent a peripheral intervention during the 3 years post initial implant; no conclusion can be drawn at to the cause of the event.

Event description:
On (B) (6) 2006 patient implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension, and two 20-20-55l limb extensions. It was noted that during the original implant, while advancing a balloon catheter for post dilatation, the bifurcated device was inadvertently pushed off of the bifurcation leaving the limbs in the aneurysm. The two 20-20-55l limb extensions were placed to extend into the iliac vessels, and the procedure was completed with good results. Approximately 3 years post implant, patient presented with a potential graft tear in the distal portion of the main body near the left limb. On (B) (6) 2010, the patient was treated with a 28-28-75l proximal extension in the distal portion of the main body in an attempt to exclude the leak. Post run showed that there was still a slight leak. The physician attempted to reline the stent grafts with a 28-16-155bl bifurcated device, however was unable to access past the aortic bifurcation due to the existing stent graft. The patient was brought back the next day ((B) (6) 2010) and treated with a 22 amplatzer plug, which resolved the leak. The patient tolerated the procedures and is reported to be doing well.